Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) passed away. The patient's daughter wrote in to guidant with a multitude of questions regarding defibrillator functioning during a death.